Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: micra leadless pacemaker retrieval in a pediatric patient. Indian pacing and electrophysiology journal. 202. 20;132-134. Doi.org/10.1016/j.ipej.2020.03.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless implantable pulse generator (ipg) retrieval in a pediatric patient. The article reports a patient who presented with vomiting and nausea with subsequent bleeding from their left femoral vein site, requiring stitches two days post implant of the leadless ipg. Approximately eight days later, the device exhibited an increase in threshold with a shortened battery longevity. The device also had intermittent loss of capture when the patient turned to their left side and while taking a big breath. The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.